Manufacturer narrative:
A2 - age at time of event: 18 years or older b5 -describe event or problem updated.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the proximal left anterior descending artery. A 24 x 2.25 promus premier drug-eluting stent was advanced for treatment; however, the stent strut was lifted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable. It was further reported that the target lesion was mildly tortuous and moderately calcified.

Manufacturer narrative:
A2: age at time of event: 18 years or older. B5: describe event or problem updated. Device evaluated by MFR.: promus premier ous mr 24 x 2.25mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with distal struts lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a kink 73cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the proximal left anterior descending artery. A 24 x 2.25 promus premier drug-eluting stent was advanced for treatment; however, the stent strut was lifted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable. It was further reported that the target lesion was mildly tortuous and moderately calcified.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the proximal left anterior descending artery. A 24 x 2.25 promus premier drug-eluting stent was advanced for treatment; however, the stent strut was lifted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable.